Event description:
It was reported PICC placed in the left arm, exit site marking 16cm. Secured with a secureacath. Cvad extravasation to paclitaxel chemotherapy. Patient informed staff that PICC line area had swollen and painful. Nurse immediately stopped infusion and doctor called to review patient. Patient still ongoing daily arm checks due to vesicant extravasation. Referral to plastics made, intervention. Commenced on antibiotic therapy and cocodamol for pain additional information received (B)(6) 2024: it was reported there is no evident tissue damage but patient is still under monitoring.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.